Event description:
Patient was monitored in operating room by specialty care for brainstem auditory evoked potential monitoring. The iom technician did not remove an earpiece post-surgery as required. The patient was discharged from the hospital with headache, ear pain and muffled hearing. The patient then pulled out the retained monitoring device from home. The monitoring electrode is flesh colored which makes it difficult to visualize in the patient's ear, and promotes human failure. This makes the electrode easy to overlook. Utilizing bright colors such as red, blaze orange or yellow would add additional visual cues that would call attention to the area and reduce the chances of overlooking. Manufacturer response for electrode ear plug, (brand not provided) (per site reporter): unknown yet.

Event description:
Patient was monitored in or by specialty care for brainstem auditory evoked potential monitoring. The iom technician did not remove an earpiece post-surgery as required. The patient was discharged from the hospital with headache, ear pain and muffled hearing. The patient then pulled out the retained monitoring device from home. The monitoring electrode is flesh colored which makes it difficult to visualize in the patient's ear, and promotes human failure. This makes the electrode easy to overlook. Utilizing bright colors such as red, blaze orange or yellow would add additional visual cues that would call attention to the area and reduce the chances of overlooking. Manufacturer response for electrode ear plug, (brand not provided) (per site reporter) unknown yet.

Event description:
Patient was monitored in or by specialty care for brainstem auditory evoked potential monitoring. The iom technician did not remove an earpiece post-surgery as required. The patient was discharged from the hospital with headache, ear pain and muffled hearing. The patient then pulled out the retained monitoring device from home. The monitoring electrode is flesh colored which makes it difficult to visualize in the patient's ear, and promotes human failure. This makes the electrode easy to overlook. Utilizing bright colors such as red, blaze orange or yellow would add additional visual cues that would call attention to the area and reduce the chances of overlooking. Manufacturer response for electrode ear plug, (brand not provided) (per site reporter) unknown yet.